Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported the unit touchscreen will not pass calibration. The customer indicated possible damage to the touchscreen and confirmed no impact to patient care or therapy. The remote manufacture service technician instructed the customer to order a replacement touchscreen. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.